Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances greater than 2,000 ohms and loss of capture. Technical services (ts) discussed appropriate device programming. It was noted that the patient had already left the clinic and it was unknown at this time how this issue would be addressed. No adverse patient effects were reported.

Event description:
Additional information was provided that the lead had been dislodged approximately five months ago, at which time, the lv lead was programmed off. No adverse patient effects were reported, and it was noted that there were no plans to revise the lead at this time.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.